Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. The erbe has been returned, and the reported failure (c-34 errors) was confirmed and reproduced. The erbe unit was placed on golden system and was run in normal mode. The medical grade power supply (mgps) has been returned and evaluated by the failure analysis team on 04/24/2025, and the reported noise complaint was confirmed. In remote fe and artemis, no data was found to indicate that the fault had occurred the field. Upon visual inspection, no issues were found that would be related to the reported event. The power supply was installed and tested on the pca test system. The rmgps fan #2 started making loud noises. Device history record (DHR) review for the device(s) involved with the reported event was not performed, as the product involved is not manufactured by intuitive surgical, inc. (Isi). The probable root cause of erbe errors is attributed to generator defect based on voltage error and the probable root cause of loud noise in fan is attributed to defective fan. The unit will be returned to original equipment manufacturer (OEM) for additional failure analysis.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, user informed the technical support engineer (tse) that error c-34 occurred repeatedly on the erbe generator, with each occurrence interrupting the activation process. The tse reviewed the system error logs and confirmed the repeated error occurrences. The user replaced the erbe with a force triad generator, but encountered a red light on the personality module energy device (pmed). The tse explained to the user that they needed to use energy activation cable 371716 for the xi stem. The user used the correct cable to continue and completed the procedure as planned. No known impact or patient consequence was reported. A procedure delay of 15 minutes was reported.